Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported she had some issues with the infusion set cannula bending when she attempted to insert it into the infusion site. Patient stated she had trouble pressing the button to extend the introducer needle. Patient reported she also had issues inserting the infusion set because the infusion set needle/cannula wouldn't go into her body straight. Patient stated she experienced no leaking issues. Patient uses the insertion assist device. Patient reported she had trouble removing the needle box which is when she realized the infusion set cannula was bent. Patient stated she has had issues ever since the first infusion site in (B)(6). Patient reported she realized immediately that the infusion site was not in correctly but she never had any issues with her blood glucose elevating. Patient stated she had this issue more than once. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.